Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a battery depletion (bd) alert. A new s-ICD was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a battery depletion (bd) alert. A new s-ICD was successfully placed. No additional adverse patient effects were reported.